Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation the zebd-8-5 device of lot number cf1524505 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 14th march 2019. Refer to attachments a kink was observed on the 02nd porthole on the tapered end of the stent and the 05th porthole on the non-tapered end was cracked. The straightener was on the returned stent. Document review prior to distribution zebd-8-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-8-5 of lot number cf1524505 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1524505. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045-6). However, it should be noted that the IFU states the following: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the excessive force as the stent was straightened with the straightener. It is possible that excessive force caused the stent to crack. Summary complaint is confirmed as the failure was verified in the laboratory. The defect was noticed prior to advancing the stent into the patient. No adverse effects to the patient have been reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After taking stone then put erbd, it was found the side port of the stent was cracked FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "stent kinked/bent" and "stent fracture". No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After taking stone then put erbd, it was found the side port of the stent was cracked. FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of "stent fracture". No adverse effects to the patient have been reported as occurring.